Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 14 years old. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-03737 for a similar event reported from the same customer.